Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture. Programming changes were made to restore normal parameters. There were no patient consequences.